Event description:
It was reported that pump malfunction occurred while customer was using device, but no specific details about problem or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacement arrangements were documented, and no additional information was received regarding the outcome of the event.